Manufacturer narrative:
Electrical characteristics of the returned unit were within specifications. According to the estimated mean longevity provided in the labeling, no premature battery depletion is suspected.

Event description:
Reportedly, a premature battery depletion occurred.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Electrical characteristics of the returned unit were within specifications. No conclusion can be drawn regarding battery depletion, because no programmer files were available for analysis, neither any indication on actual device settings. Therefore no estimation of the expected overall longevity could be performed. Please refer to the attached report.

Event description:
Reportedly, a premature battery depletion occurred.